Manufacturer narrative:
The pump passed the self test, active current measurement and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated this was second occurrence of replace battery alarm less than 8 hour after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.